Event description:
It was reported that during a surgery when the surgeon was hitting the awl the plastic handle became detached from the metal part of the awl inside. Due to this failure an mole grips had to be used to remove the awl out of the bone which resulted in a dilation of the awl hole. No further information provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.